Event description:
The ICD involved in this report was implanted on (B)(6) 2011. Lead checks were performed and normal operation was observed. Induction tests were performed successfully (14j shock delivered). However, high shock impedance (124 ohm) and high shock pulse duration (20ms) were observed. Additional lead measurements showed abnormal values (impedance measurements >3000 ohm on both a and v channels). Normal coil continuity was observed. New impedance measurements then showed normal values again. Recommendations were provided by sorin: all lead connectors were cleaned and reconnected to the ICD. Normal lead measurements were then observed. The new induction procedure was successful. Additional impedance measurements confirmed normal operation of the system. Therefore the ICD was implanted.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.